Event description:
It was reported that pump displayed a minimum fill notification and later showed an insulin amount that was different from what customer expected, including a current fill estimate of 10 units when 79 units were expected. There was no adverse impact to the customer¿s blood glucose level. Customer initially chose to rely on multiple daily injections until able to change cartridge, then later contacted technical support again, received education on proper cartridge filling and measurement, and was guided through filling and loading new cartridge; customer agreed to monitor pump and to call back if further assistance was needed.